Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user participating in the ilet experience study experienced hyperglycemia after stating they had the pump off while asleep. Multiple attempts were made to contact the user for additional information and blood glucose details without success. Investigation of this case revealed that the cause of the reported hyperglycemia remained unclear due to unavailable additional information. No symptoms associated with elevated blood glucose reported. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.